Event description:
See manufacturer# 3004209178-2009-04734. It was reported that the patient's stimulation turned off. Her device toggles on and off when using an electric wheel chair. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).